Event description:
It was reported that during a da vinci si prostatectomy procedure a monopolar curved scissors instrument was very dull and unable to cut tissue. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was placed on system for latex cut test. The scissors did not cut cleanly through .006 latex. The latex got snagged at the scissor tips. The blade edges were not damaged, but the edges exhibited wear at the tips, negatively affecting cut performance. Electrical continuity testing was performed and passed. Additional observations not reported by the site were a frayed cable, damaged pulley and main tube. The instrument grip cable was frayed at two different locations at the distal end. The cable segments stuck out at the instrument's wrist. The distal idler pulley supporting the frayed cable exhibited a mechanical indentation along the edge. Engineering concluded the damage was likely due to mishandling. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. Engineering concluded the damage was likely due to mishandling. No other damage was found. The endowrist instrument's instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.